Manufacturer narrative:
This report is being submitted to include additional and corrected information. The investigation is complete. The device was not returned for evaluation. The root cause of the adverse event could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added b5: event description corrected g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4109: historical data analysis h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4114: device not returned h6: type of investigation code updated to 4117: device not accessible for testing h6: investigation findings code updated to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
It was reported that the patient had an alleged dissociation of the resurfacing femur and stem extension. There was reported wound site contamination. The patient underwent a revision surgery on (B)(6) 2023 where all devices were explanted and the patient was implanted with a different company's system. Attempts were made and no additional information has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. The following MDR has been submitted for the same adverse event: -3013450937-2023-00043.

Event description:
It was reported that the patient had an alleged dissociation of the resurfacing femur and stem extension and the stem extension was reported to be damaged. There was reported wound site contamination. The patient underwent a revision surgery on (B)(6) 2023 where all devices were explanted and the patient was implanted with a different company's system. No additional information was received.